Manufacturer narrative:
There was no ge service. No ge repair information available. The end user reports the unit was cleaned of moisture and is working after being placed back into service. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.